Manufacturer narrative:
An event of infection was reported to abbott. Antibiotics were administered to the patient to address the issue; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient went to a hospital and an infection was found. The patient was given antibiotics.